Event description:
It was reported that the user experienced fluctuating glucose with frequent highs and lows while using the ilet and admitted to infrequent meal announcements, inappropriate pausing of insulin therapy, and overtreatment of impending lows; the highest blood glucose was noted to be 288 mg/dl with the lowest being 68 mg/dl. Symptoms included low glucose, high glucose, and rapidly falling glucose. Outcomes included the need for troubleshooting and education without escalation of care. Investigation included a review of device data via sync and user coaching on correct operation and hypoglycemia treatment with oral glucose. Investigation of this case revealed user-related behaviors of inconsistent meal announcement, unnecessary therapy pauses, and overcorrection of lows as the likely contributors to glucose variability. It was concluded that the device functioned as designed and that education on consistent meal announcement, appropriate use of therapy pause, and measured treatment of lows should improve glucose stability.